Event description:
The user found it difficult to enter the first device. The user retrieved the device from the pt and noticed that the tip of the dilator was broken. The user thus used a second device. During aspiration after cleansing, the tech user realized that the device was broken. There was a plastic fragment in the syringe. The fragments were aspired. No adverse pt consequences have been reported.

Manufacturer narrative:
Device eval summary - the two sheaths and dilators were returned for analysis. The sheaths were visually inspected, no abnormalities were noted. Additionally, no damage was observed with the valves. The dimensions of the sheaths were within spec. The dilators were visually inspected and it was noted that the tips appeared to be broken. The tips were cut open and no bubbles or voids were observed. The dimensions of the dilator were found to be within spec, however, on the low end of spec. This indicates that the tips of the dilators may have been broken but it could not be confirmed if the tips actually broke or were only damaged. Due to the possibility that the tips of the dilator were not returned, greatbatch medical is unable to confirm whether the tips of the dilators contained bubbles or voids in the location of the possible break. The tip inner dimensions (ID) could not accurately be measured due to tip damage. Device history records were reviewed and no anomalies were found. A review of mfg and inspection procedures was performed; the dilators are 100% inspected for tip defects, uniformity, and flash during the mfg process, at packaging, and at boxing. (B)(4). A root cause cannot be definitively determined because it cannot be confirmed if the dilator tip was actually missing or damaged. The lot of dilators used in this event was manufactured prior to the change in the process to reduce the occurrence of bubbles and voids in the dilator tip. No complaints for tip damage have been received regarding dilators manufactured since the implementation of the process update. Furthermore, the actual occurrence rate is in line with (B)(4) risk documentation. As a result, no corrective actions are warranted at this time.